Event description:
Customer reports an lv5 infusor overinfused over 32 hrs instead of an anticipated 46 hrs. Unit filled to a total volume of 230ml with 4150mg of 5fu and saline. Pt experienced "excess sweating after infusion." Customer reports no pt injury or medical intervention.